Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the blue led flashed and the device failed the self test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to be strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the blue light emitting diode (led) was flashing on the universal battery charger device. It was further observed that the device failed the self-test. It was noted in the service order that the blue led flashed on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.